Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, noise and oversensing that lead to pacing inhibition; it is suspected that the cause could be a lead fracture. A lead revision was performed. This lead remains in service. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
Additional information was corrected to the following fields: b5: describe event or problem field

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, noise and oversensing that lead to pacing inhibition; it is suspected that the cause could be a lead fracture. A lead revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.